Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 1.2 inr. The corresponding lab result reported was 1.76 inr. Another lab result was 1.9 inr. After the 1.9 result the pt's coumadin dose was increased. The device was replaced and requested to be returned for eval.